Manufacturer narrative:
H10: h3, h6: the device, intended to be used in treatment, has been returned and evaluated. A visual inspection reported no defects. The functional evaluation confirmed that the device failed the blockage test, establishing a relationship with the event reported. The root cause was determine to be a maintenance issue. Device was recalibrated during service and issue was resolved. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past three years. To reduce a reoccurrence of this event type, it is recommended that the maintenance schedule is adhered to. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device failed the blockage test, was not alarming. No patient harmed, and no injury reported because this was found during service and repair.